Manufacturer narrative:
Based on the claim against the product by the customer noting clip application failure, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The medium large clip applier instrument is expected to be returned for failure analysis testing. However, the product has not yet been received. Intuitive surgical, inc. (Isi) received a video clip related to the alleged complaint. A review of the video clip was conducted by isi clinical development engineer (cde). The following additional information was provided: the medium-large clip applier applying a clip around a vessel. The clip applies successfully but one end remains caught in the distal end of the clip applier. The fenestrated bipolar forceps instrument releases the tissue it was holding and pushes against the clip to successfully remove it from the clip applier. This same issue recurred with the second clip. Cde did not notice any obvious issues with the reloading technique or clip application. The cde would reiterate the direction provided by the da vinci instruments and accessories user manual. Additionally, cde would recommend checking the jaws of the clip applier for any bio debris that might be causing sticking. This is a reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, when the clip is applied on the medium large clip applier instrument and finished, it would not open up (the clip was not getting detached from the instrument and the customer had to use another instrument to separate the clip and the instrument tip on one side. The procedure was completed with no report of patient injury.